Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
Final analysis found the pulse generator was in back-up mode due to multiple flipped bits. After downloading the product code and reprogramming the device, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic in backup vvi. The patient's presenting rhythm was 67.5 ppm. Attempts to interrogate the device using two separate programmers resulted in error messages. Telemetry could not be established. The pulse generator was exposed to magnetic resonance imaging (MRI) in early 2009. The device was explanted and replaced.